Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue. Note test strip-(B)(4).

Event description:
Costumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi, 437 and 579 mg/dl. The customer informed the hi results means, blood glucose level greater than 600mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose .the customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. Results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer due to improper strip storage. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 01/14/2019 and open vial date is month of (B)(6) 2016. The meter memory was reviewed for previous test result history: 1:437mg/dl (B)(6) 2016 02:46 pm fasting:yes; 2:hi (B)(6) 2016 12:33 pm fasting:yes; 3:579mg/dl (B)(6) 2016 05:31 pm fasting:yes; 4:403mg/dl (B)(6) 2016 09:25 pm fasting:yes; 5:544mg/dl (B)(6) 2016 02:11 pm fasting:yes. Memory concerns:all results: the customer takes the blood test fasting. The code chip matches the test strip. There have not been any changes in the diet or medication. . Customer trained on the proper storage of the product.